Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the ECG c and d cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The j702 connector had an open connection on pin 1 and 2 on the dn pca. The cause of the open connection was the pulled cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient using this electrode belt experienced a service code 204 (belt/monitor unusable).